Manufacturer narrative:
Sc-1132 sn (B)(4): device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. The complaint in regard to the frequent charging issue was not verified. The battery depletion rate and sleep current were within the expected ranges when the device was turned off. The complaint in regard to the stimulation issue was not verified. The ipg was investigated with known good test leads. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation.

Event description:
A report was received that the patient's ipg would turn off on its own. It was also reported that the patient was unable to charge and was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient's database analysis revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the thermistor triggering which will lead to prolonged charging times. Fortunately, the ipg has fully charged multiple times without issues. The program usage log shows the stimulation is not increased drastically although stimulation is not always 24/7. The device appears to be working as expected. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient's ipg would turn off on its own. It was also reported that the patient was unable to charge and was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would turn off on its own. It was also reported that the patient was unable to charge and was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.